Event description:
It was reported that during a rescue attempt, the device was charging and then cancelled the shock. It was reported that the pt was not resuscitated.

Manufacturer narrative:
Conclusion: a number of attempts were made to contact the end customer, however, neither the actual device involved in the incident nor the electronic history record has been made available to the manufacturer for eval. No conclusions can be made at this time. The investigation remains open.